Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the complaint device is not available for physical evaluation, hence, the complaint cannot be confirmed. Furthermore, no lot numbers were supplied which precludes conducting a DHR review or a lot specific search in the complaints handling system. This type of failure is typically observed when clamping excessive tissue between the jaws combined with repetitive twisting action exerts excess load on the jaws causing it to eventually break. Since this is a reusable device, this failure has possibly occurred after using it in this manner for many procedures. However, a definitive root cause for this failure cannot be determined. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective and preventative action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4)- incomplete. The lot number was not provided by the reporter.

Manufacturer narrative:
(B)(4). Depuy synthes has been informed that the lot number is not available.

Event description:
On (B)(6) 2017, during a reconstruction surgery of rotator cuff by arthroscopy of shoulder with doctor xxxxxxx, it was passed an expressew clamp duly assembled, and after having passed three points, the tip of the clamp broke and remained inside of the patient. Due that event, the part needed to be removed from the patient using another clamp. The event resulted that it was not possible to use the clamp anymore because it does not allow the tip of the expressew needle to bend and makes it difficult to manipulate it, in order to finish the surgery it must be done with another element which made the procedure a bit difficult. Patient consequence? No. Is the information being submitted for this complaint all the details that are known/available regarding this event? Yes.